Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, errors c-34 and c-54 occurred on vio dv integrated electrosurgical unit (iesu) for a short time. The customer received phone assistance from the intuitive technical support engineer (tse). The tse confirmed errors c-34 and c-54 in the logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. The customer was not able to continue to use vio dv iesu during the procedure. The customer used an external esu (forcetriad) to resolve the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error c-54 on vio dv integrated electrosurgical unit (iesu). The fse replaced vio dv iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed. The unit was placed on an in-house system and was run in normal mode. The reported error was reproduced. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image is consistent with the alleged complaint of error c-54 on the vio dv iesu.